Manufacturer narrative:
The instrument is working within specifications. The physician did not follow clinical guidelines in the manual for patients who previously had gold injections in their system and how this is a contraindication for picosure.

Event description:
Patient received skin revitalization treatment on her face with picosure and presented with excessive bruising. The patient informed the physician after the fact that she took gold injections therapy for her rheumatoid arthritis 20 years ago and for this reason she is presented with a condition call "laser induced chrysiasis". After all these years, the gold remains in the body, in particular the skin and then when it is exposed to a short pulsed laser such as picosure an oxidative-like reaction occurs resulting in the appearance of hyperpigmentation (like blue-gray). Picosure manual clearly states that treating patients that have undergone gold therapy is contraindicated.